Event description:
Bd alaris lvp 20d 2ss cv IV set was primed and started to leak at joint between end of tubing and connector to attach to IV site. The tubing was not connected to a patient; the problem was identified prior to connecting. Manufacturer response for IV infusion tubing, bd alaris pump infusion set-back check valve, 2 smartsite y-sites. 20 drops/ml (per site reporter) no update provided by the bd. Report just filled with manufacturer.